Event description:
The manufacturer received information alleging a patient with a nebulizer device has passed away. There was no allegation that the device contributed to the death. Additional information has been requested regarding the details of the reported death